Event description:
Healthcare professional reported, left side capsular contracture, baker grade iii. Device has been explanted and replaced.

Manufacturer narrative:
Continued e1: additional fax number: (B)(6); continued e1: additional phone number: (B)(6). A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The event of "capsular contracture" is a physiological complication. And analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture, baker grade iii.

Manufacturer narrative:
Clarification to d9.: date is when device photo was received. Photo analysis: visual analysis of the photographs identified, device patch with lot number#: 3410511 and catalog number: srm175 g. Capsular contracture: unable to observe, since it is not related to the device. No additional observations are performed.

Event description:
Healthcare professional reported, left side capsular contracture, baker grade iii. Device has been explanted and replaced.

Event description:
Healthcare professional reported left side capsular contracture baker grade iii. Device has been explanted and replaced.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: capsular contracture : unable to observe since it is a medical event and is not related to the device. No additional observations. No further actions are required as no issues with the manufacturing process are observed. A review of the device history record has been completed. No deviations or non-conformances noted.